Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr 119 cm r2p destination sheath assembly, dilator and the valve assembly along with the packaging label was received for product evaluation. No other accessory components were returned. Visual inspection revealed the valve assembly was mated to the dilator and the dilator was inserted through the sheath. However, the valve assembly was not threaded onto the sheath. No other visual anomalies were noted. Functional testing was conducted the sheath shaft was attempted to be threaded onto the valve assembly while the dilator was still mated to both components. Immediately after the sheath was tightened onto the valve assembly, the sheath unthreaded on its own. The dilator was then adjusted (by reseating the hub of the dilator to the hub of the valve assembly) and the sheath was mated onto the valve assembly without issue or resistance and did not unthread from valve assembly on its own. The dilator was removed, and the valve assembly and the sheath were mated again without issue. The sheath did not unthread from the valve assembly on its own. While the components were mated the side tubing was manipulated to spin clockwise and counterclockwise to replicate the complaint event. The assembly remained tightly mated together. The dilator was then re-inserted to the sheath-valve assembly, and the components remained mated together without issue. The side tubing was, again, manipulated to spin clockwise and counterclockwise to replicate the complaint event. The assembly remained tightly mated together with the dilator inserted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the sheath was not tightly connected to the valve assembly prior to inserting the dilator. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the setup / prep of the r2p destination slender sheath the radiology technician was unable to completely tighten the side port on the device. It would tighten but not to the point where it was secure and then due to the weight of the side port tube the threading would spin in a counterclockwise direction loosening the fit. The sheath was replaced before being inserted into the patient and saved with the box and the procedure continued without an incident with the new sheath. There was no patient injury, medical/surgical intervention required. The procedure outcome was completed. Additional information was received on 27july2020: procedure was a radial access prostatic artery embolization. Replacement sheath was the same terumo part as the first attempted. Patient status is fine.